Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The reported defect was not able to be confirmed. The returned injection gold probe device presents a normal extension and retraction of the needle, after actuation of the handle. The device was found to be within specification. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophageal gastro duodenoscopy procedure performed in the duodenum to stop a bleed. According to the complainant, the probe was tested on ky jelly before going down the scope and bubbled. However, the injection gold probe did not work, when in the patient. Upon removal from the patient, the probe was again tested on ky jelly; it bubbled for a second, then completely stopped. The procedure was completed with another injection gold probe, which worked fine no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophageal gastro duodenoscopy procedure performed in the duodenum to stop a bleed. According to the complainant, the probe was tested on ky jelly before going down the scope and bubbled. However, the injection gold probe did not work, when in the patient. Upon removal from the patient, the probe was again tested on ky jelly; it bubbled for a second, then completely stopped. The procedure was completed with another injection gold probe, which worked fine no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophageal gastro duodenoscopy procedure performed in the duodenum to stop a bleed. According to the complainant, the probe was tested on ky jelly before going down the scope and bubbled. However, the injection gold probe did not work, when in the patient. Upon removal from the patient, the probe was again tested on ky jelly; it bubbled for a second, then completely stopped. The procedure was completed with another injection gold probe, which worked fine no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.